Manufacturer narrative:
The day is not known. Only the month and year are known ((B)(6) 2019).

Event description:
It was reported that the cadd administration set was under delivering. No patient injury or complications were reported in relation to this event.